Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 28 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time was off by one hour. The displacement test passed. The customer stated that he went too long without eating and was working in the field prior to the event. Nothing further was reported.